Event description:
On (B)(6) 2026, after being disconnected due to 6 hb detect alarm/alerts, the qualified repeat plasma donor called to report discolored urine after returning home from the donation. The donor was instructed to seek medical attention and later went to the emergency room. On the day of donation, (B)(6) 2026, the machine indicated 5 of the same hb alarm/alerts. The plasma line became pink, and the line was examined for any air bubbles, kinks, or misalignment. After the 6th and final alarm, the donor was disconnected from the machine. The donor was released from the center and disclosed his first occurrence of discolored urine at home. The donor was advised to seek medical attention and later went to the emergency room where he experienced his second occurrence of discolored urine. To date the donation center has not received any additional update from the donor concerning their current status. The donation center reported there were no underlying or newly identified medical conditions disclosed by the donor that were not captured during routine screening. Additionally, there were no changes reported to the donor's medical history, medications, supplements, or substance use in the 48 hours prior to the donation. This donor has not experienced any donor reaction symptoms during or after any previous donations. There is no documentation of any complaints, symptoms, or concerns in the time the donor has been donating at the center. The following donation parameters for the procedure were received from the donation center: wb processed: 1472 ml. Total volume collected: 592. Plasma volume collected: 532. Ac used: 110ml. Saline reinfused: 500ml. Labs drawn: none. Ac ratio: 1:16. During the procedure, five 3301 ("redness detected") alarms followed by a 3304 ("high redness detected") alarm were reported. Per device design, the 3301/3304/3302 alarm series represents an escalating sequence reflecting increasing detection of plasma discoloration by the hemoglobin (hb) detector, based on cumulative duration and intensity of redness rather than discrete independent events. The occurrence of multiple 3301 alarms indicates repeated detection of low-level plasma discoloration, while the 3304 alarm indicates that the cumulative signal approached, but did not exceed, the predefined safety threshold associated with the 3302 ("redness limit reached") alarm. The absence of a 3302 alarm is consistent with the described system logic. The 3302 threshold represents a safety limit at which reinfusion is restricted; therefore, if the procedure is concluded prior to exceeding this cumulative threshold, escalation to 3302 would not occur. In this case, the procedure was ended following the 3304 alarm with fluid return, and thus the system did not reach the condition required to trigger a 3302 alarm. In the context of this event, the occurrence of five 3301 alarms represents a persistent abnormal condition that, per the operator's manual, would warrant operator assessment of the system setup, including inspection of tubing integrity and flow conditions. However, it is unclear whether such troubleshooting actions were performed prior to continuation of the procedure. A 3020 ("scale and pump mismatch") alarm was also reported during fluid return and subsequently cleared, indicating an additional system alert during the reinfusion phase. While this alarm does not directly relate to hemolysis detection, its presence further supports that abnormal system conditions occurred during the procedure. There were no device log files or detailed procedure records available for review. The donor received all saline and did not experience an rbc loss or a donor reaction symptoms so there were no release requirements that needed to be met prior to the donor leaving. The donor was disconnected at 5:05 pm and departed shortly after. The center took the instrument used on april 28, 2026 out of service on april 29, 2026 and performed a preventative maintenance check on the same day, indicating the instrumentation was working as intended. Review of the instrument maintenance records from february 1, 2026 to present indicated the maintenance is up to date with no issues noted. The disposable kit was discarded into the bio-hazardous waste receptacle and is not available for evaluation. The batch record fa25k06046 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing. Based on the available information, the device generated escalating alerts consistent with its programmed detection and safety thresholds, and there is no direct evidence of a device malfunction. However, due to the absence of log files and complete procedural data, a device-related contribution cannot be definitively excluded. Fresenius kabi is reporting this event conservatively as there are no procedure records or donor medical records available.